Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an atrial fibrillation ablation interventional procedure. Reportedly, when the plunger was removed, the entire proglide device came out of the artery with the foot plate in the deployed position. A foot break occurred. An angiogram was performed to confirm the broken foot piece was not in the patients' anatomy. No tissue damage was noted. The sheath was upsized to a 8.5f and the atrial fibrillation ablation procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported foot detachment was confirmed. The reported loss of arterial access could not be replicated in a testing environment as it resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The returned device condition suggests the reported foot detachment was due to excessive load on the actuator thus further indicating there was interaction or resistance during attempt to close the foot. The detached posterior foot further led to the device coming out of the artery as reported since the posterior foot is no longer in place to anchor to the vessel wall. The device was returned with the posterior needle in the shank and no need to cuff engagement indicating the plunger was pulled from the handle and not depressed to deploy the needles. If the plunger is pulled prior to depressing, the push mandrel will not be activated to eject the posterior needle tip from the shank and in turn, needle to tip engagement will not occur. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.